Event description:
The customer contact reported that while operating on battery power, the device powered off by itself without sounding an audible alarm tone. The device was returned to the medical engineering department with a report of, flat battery. No specific patient info, pump programming, or event details were provided. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, while operating on battery power, the device powered off by itself without sounding an audible alarm tone. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.